Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 167 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer stated that the drive support cap appeared normal. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty fsr (gold). Unable to confirm compromised forced sensor alarm due to motor error alarm. Pump received with cracked reservoir tube lip, cracked case near display window corners,cracked on display window and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.